Event description:
Per complaint (B)(4), during clinical procedure, fracture of buccal bone was occurred.

Manufacturer narrative:
Patient's identifier, weight and explanted date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.